Event description:
Our office in another country reported that a female patient experienced red eye and stinging sensation with use of complete moistureplus. Patient consulted a doctor and according to documents provided by the patient, she was diagnosed with punctate keratitis. Patient was treated with an antibiotic and has recovered.

Manufacturer narrative:
Lot number of device used by patient is unknown; manufacturer is unable to perform product evaluation.